Manufacturer narrative:
(B)(4). (B)(4)

Event description:
The reporter stated the surgeon inserted and removed a aq2015a silicone aspheric three piece lens. Lens was removed due to torn haptic. Lens was cut to remove from patient's eye. No widen incision and suture required. Torn haptic was due to loading error.